Event description:
Catheter broke distal to the bifurcation, closer to pt's body on 7/16/99. Removed 7/17/99. Pt was sitting in a chair when catheter broke & blood started running out of the catheter. Called 911 & went to the emergency room where device was removed.